Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. 26mm commander delivery system received with loader cap over flex shaft. Non-edwards stopcock attached to balloon port and residual fluid inside balloon. Handle locked, half flex and 100% fine adjustment. Balloon inflated and deflated correctly. No visual abnormalities observed on the delivery system. Imagery was provided from the site and revealed the following: asymmetrical valve deployment, with the proximal side opening before the distal side. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on provided imagery. Returned device evaluation conforms to specifications; therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during deployment, the valve was between balloon markers and was implanted as intended. However, the balloon of the commander delivery system exhibited an unusual opening behavior during deployment. Despite this, withdrawal of the delivery system through the sheath was uneventful.'' Based on the device evaluation for the returned delivery system, the total inflation and deflation time met the specifications and the balloon was able to fully inflate/deflate. Additionally, no abnormalities were reported during device unpacking or preparation during implant procedure. Therefore, it is unlikely that manufacturing non-conformances could have contributed to this event. Fluoroscopic imagery showed that the valve was initially deployed asymmetrically, with proximal end inflating first. However, it was able to fully deploy. Investigation results did not conclusively identify the root cause. The reported event may be related to patient anatomy such as annulus shape, valve morphology (e.g., bicuspid valve), and/or calcium distribution interacting with balloon deployment. Furthermore, provided information did not indicate any damage to the sheath and/or difficulty in advancing the delivery system through sheath, and the sheath was not returned for evaluation. Based on the available information, the root cause remains indeterminable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, the delivery system advanced through the sheath without resistance, and valve alignment was achieved in a straight segment of the aorta without issue. The valve was positioned between the balloon markers and deployed as intended. However, during deployment, the balloon of the commander delivery system exhibited an unusual opening behavior. Despite this, the delivery system was withdrawn through the sheath without complication. Upon removal, no damage was observed on any edwards devices. The patient remained in stable condition, with no reported injury.

Manufacturer narrative:
The investigation is ongoing.